Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to corroded up and down button keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, and a scratched reservoir tube window.

Event description:
It was reported the insulin pump alarmed button error. Customer's mother removed the battery and did not fix the device. Customer's blood glucose was unknown. Customer's mother the device just started beeping in class. Customer's mother was advised to revert to back up plan. No further information reported.